Event description:
Fresenius kabi requested the return of the pump three times for investigation. Since it was not returned, the pump problem is unknown. Due diligence has been completed with no response. The reported issue, could not be confirmed or refuted. A DHR review of serial number (B)(6) was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. The set was returned for investigation. Fresenius kabi haina sample evaluation: evaluation steps performed: visual inspection. Installed the kit on ivenix infusion system machine (testing large volume pump) and ran the primary bolus prime. Observations: (01) one sample of ivenix administration set were returned for evaluation. No defects were observed during visual inspection as per the material drawing. The gold foil corresponded to the specific code set-0032-25. Primary line infusion was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag, test passed successfully, no alarms showed. Customer complaint was not confirmed as the alarm "air in line" or other defects were not replicated during the sample evaluation.

Event description:
The following has been reported: customer reported: during the night shift the past two nights we have had to pull air off of the line several times. This was on a critical patient on pressors. Bp was affected each time. We are unable to place a backcheck valve due to the patient's instability with stopping the pressors for a line change and the high probability that we would receive an occlusion alarm. The tubing remains on the patient but will be changed tonight. Additional information reported regarding the same pum: air in line alarm rang off 3 times in 12 hours; requiring air to be pulled off along with 19cc of tpn; when line clamped to pull off air, infant's arterial blood pressure would drop below acceptable limits, then when line restarted, infant's blood pressure would spike above limits. Air alarm rang off multiple times on my shift and tpn had to be pulled off with syringe at a lower clave port to clear air. Infant's arterial bp would fluctuate during this time as infant is on dobutamine. A preliminary review identified the following issue: air in line alarms (unresolved) (ae) unknown if issue stopped an active infusion. Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for overnight air in line issues during an infusion. The preliminary technical failure summary is as follows "the logs provided are from after the reported incident. Newer pump actions have overwritten any pump activities from day of the incident. Unable to confirm the customer's complaint with current logs. Due to severity of the event, it is recommended that the pump be returned for further investigation." As the complaint occurred during an overnight procedure, the pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. This test was performed a total of 3 times and did not produce any errors. An internal investigation was performed and no signs of damage or fault could be identified. Therefore, the customer complaint could not be confirmed by the pump return evaluation or the previously reported set return evaluation.